Event description:
Health care professional (hcp) reports a pt reaction with first usage of a psn membrane. The incident occurred twelve minutes into the pt's hemodialysis treatment. The pt was noted to experience neck and chest pain. The pt received an EKG which revealed a normal sinus rhythm. In addition, the pt received o2 at 3l and nitroglycerin 1/150. The pt treatment was continued with a decreased blood flow rate without further incident. The pt remains on the psn membrane per the hcp.